Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscopic controller (ec) to resolve the repeated pm advisory error messages on the screen. The system was tested and verified as ready for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the customer-reported complaint. This unit was installed into the test system and it failed with error 48204 and the image at the vsc monitor turned yellow due to video tests. Error 48204 light engine sensor self-test failed. Further troubleshooting found the light engine was causing the issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by technical support engineer. Investigation revealed the following possible related system errors: pm/45304/48204/light engine sensor self-test failure. No image or procedure video was provided for review. This complaint is being reported due to the davinci system malfunction rendering the davinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, there was an illuminator advisory message on the screen. The operating room (or) staff cycled the system power and tried two different scopes before calling the intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse viewed system logs, found error 48204, and recommended the staff to cycle the system power and the vision cart circuit breaker for over one minute. The fault 48204 returned on power-up. The or staff converted the procedure to another da vinci system and requested an isi field service engineer (fse) to call them as soon as possible. Isi followed up with the initial reporter and obtained the following additional information on 26-july-2021: the system issue persisted despite troubleshooting. The surgeon believed that the issue was caused by the illuminator that had to be replaced. The customer reported no issues during the setup. The system was inspected prior to use. The issue was identified 30 minutes into the procedure. No outside influences impeding movement of the system were noted. No postoperative complications were experienced. The procedure was completed with no injury to the patient. There is no video recording of the procedure available. No patient information was provided.